Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access pta balloon catheter was used to treat the swing point of the left arm. Approximately 15 months post procedure patient suffered from restenosis in the avf. The event was treated with percutaneous intervention of the swing point. Patient recovered. Cec adjudicated the event as percutaneous intervention of the target limb and not related to index device, procedure or paclitaxel - clinically driven.